Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving no sensor detected alerts which led to early sensor removal.

Manufacturer narrative:
The user complained about sensor disconnections. Per the case notes, the user was unable to palpate the sensor, placement troubleshooting was unsuccessful and a transmitter (B)(6) replacement did not resolve the issue. An ultrasound was conducted at sensor removal. Sensor depth was measured at approximately 10 mm. There was no significant difference in depth from proximal to distal end. Hcp and patient noted difficulty in achieving good signal upon initial insertion and patient was not able to achieve good signal after that. The returned sensor was able to successfully communicate with updated transmitter at 12mm with good and stable signal detected. The user's issue was likely a combination of poor auto-tuning / power with firmware version and the sensor being inserted too deeply. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 28 may 2025. D4. Updated additional device information. D9 device available for evaluation? Yes, on 01 april 2025. G3. Date received by the manufacturer? 28 may 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturing date updated to 07 nov 2024. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4315.